Manufacturer narrative:
(B)(4). Additional information received: end date : blank - 02 nov 2023. Outcome : unknown - recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent; 3/4/2025. Additional information received. Start date: (B)(6) 2025 alert date: (B)(6) 2025 country of event: us model: lxmc14 device lot number: 26181 date of surgery: (B)(6) 2021 adverse event term: dysphagia. Patient details patient identifier: (B)(6) country name: united states. Sex: female. Age (at time of consent): 31 years. Additional event details site awareness date: 27 feb 2025. End date: blank. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: not related if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: no. Dilation performed: no. Indicate type of dilation? Blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: yes. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: not recovered/not resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No.

Manufacturer narrative:
(B)(4). Date sent: 12/7/2023 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information received: (B)(6). (B)(6) model: lxmc14 device lot number: 26181 log line 1 - event description: pulmonary embolus sex: female age (at time of consent): 31 years severity: blank is the adverse event serious? Yes relationship with study device: blank relationship with study procedure: blank outcome: blank drug therapy: yes the pulmonary embolism was not related to the linx device. Start date: 23 jun 2023 alert date: 11- jul- 2023 country of event: us model: lxmc14 device lot number: 26181 date of surgery: 21 dec 2021 adverse event term: dysphagia patient details patient identifier: (B)(6) sex: female age (at time of consent): 31 years additional event details site awareness date: 10 jul 2023 end date: blank severity: mild is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no dilation performed: no indicate type of dilation? Blank date of dilation: blank diagnostic intervention: no diagnostic imaging: yes drug therapy: no observation: no linx explant: no other surgical intervention: no other intervention/treatment: no if other specify: blank outcome: unknown according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No updated log line 2 if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => n/a date of dilation : blank => (B)(6) 2023 dilation performed : no => yes indicate type of dilation? : blank => mechanical adverse event term: dysphagia" relationship to study device: causal relationship relationship to primary study procedure: causal relationship dilation performed: yes indicate type of dilation? Mechanical date of dilation: (B)(6) 2023 diagnostic intervention: no diagnostic imaging: yes this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(6). New log line 1 event details (B)(6). Country of event: us model: lxmc14 device lot number: 26181 date of surgery: (B)(6) 2021 adverse event term: pulmonary embolus patient details patient identifier: (B)(6) sex: female age (at time of consent): 31 years additional event details site awareness date: (B)(6) 2022 end date: blank severity: blank is the adverse event serious? Yes death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: yes led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: blank relationship to primary study procedure: blank if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no dilation performed: no indicate type of dilation? Blank date of dilation: blank diagnostic intervention: no diagnostic imaging: no drug therapy: yes observation: no linx explant: no other surgical intervention: no other intervention/treatment: no if other specify: blank outcome: blank according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? Blank

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Additional information received: did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form.: blank = no.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2025 additional information : severity : mild => severe _________________________ updated log line: 2 updated: severity : mild => severe

Manufacturer narrative:
(B)(4). Date sent: 6/20/2025 additional information: updated log line: 3. Updated: severity : mild => moderate.